Manufacturer narrative:
.

Event description:
During a labral repair being performed by the dr, the suture pulled free from the anchors eyelet after it was passed through the labrum. Sales representative for smith and nephew on 11-1-07 confirmed that the anchor was left embedded in the patient and that the suture was removed. No patient injury reported.